Event description:
During the embolization procedure the tip of the device broke off and it remained outside the microcatheter. The whole device was successfully removed from the patient, no part was left in the patient. The procedure was completed using a different guidewire and there was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4). A batch review has been performed. A nonconformance report was documented for this lot. The issue in the nonconformance report is not foreseeable to contribute to the reported condition.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report one ce intermate sv 100 device had ruptured during filling. The device had only been filled with 25ml (mililiter) of normal saline when the reservoir ruptured. According to the customer, the devices are not stored in the presence of sunlight or uv (ultraviolet) light, a filter is not used when filling the devices, the device did not appear to be in a footed position, the reservoir does not look torn and is still in tact with the post. The solution remains within the housing. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). One sample was received containing approximately 20ml of solution at the bottom of the housing, which suggested a leak must have occurred in the housing. Examination of the sample showed no evidence of rupture on the reservoir. The reservoir was completely intact. The assignable cause could not be determined at this time. The sample will be discarded since this is a single-use product.

Manufacturer narrative:
(B)(4). The CAPA number was inadvertently omitted in the follow-up medwatch report, 6000001-2010-00740 001. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
It was reported in an article in the journal of the korean neurosurgical society that a patient with poor pre-procedural condition underwent successful stent-assisted coil embolization of a ruptured anterior communicating artery (acoa) aneurysm. The patient expired (unknown date) 12 days post the index procedure as consequence of a severe vasospasm.